Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis on their prosthetic valve which caused an infection, bacteremia/septicemia was suspected. A mobile filament was identified in the left ventricular (lv). The implantable pulse generator (ipg) system was explanted. The patient was treated with intravenous (IV) antibiotics. A replacement system was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.